Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully crimped onto the delivery system. Blood was noted within the delivery system. Visual and microscopic examination was performed on the returned device. The investigator attempted to deploy the stent, but encountered resistance at the proximal end of the catheter. Visual and microscopic examination identified a complete break in the inner shaft of the device approximately 9mm distal to the t -connector. Multiple severe kinks were also noted at the break site. The outer sheath was also noted to be damaged. This inner shaft break prevented deployment of the stent as the inner shaft could not be pushed forward to allow for deployment. No issues were noted with the catheter that could have contributed to the damage identified. The damage identified is consistent with excessive force being applied to the delivery system. Visual and microscopic examination was performed on the tip and markerbands of the device. The stent was returned fully mounted onto the delivery system. Visual and microscopic examination of the crimped stent identified the distal section of the stent was bent. Due to the condition of the returned device the investigator attempted to manually deployed the stent. During deployment, severe resistance was encountered and the tip of the device detached. The stent was however fully deployed. Visual and microscopic examination noted that the stent struts at one end were noted to be lifted. This lifted stent struts correlated to the bent section of stent when it was crimped to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on (B)(6) 2019. It was reported that deployment failure occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in a non-tortuous and non-calcified right internal carotid artery. A 8.0-36mm carotid wallstent was advanced for treatment; however, during deployment, resistance was felt and the stent did not open. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.